Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantable cardioverter defibrillator explant procedure. Upon interrogation prior to the procedure, it was noted that the right ventricular - rv lead exhibited high capture threshold. The rv lead remains implanted and an additional lead was implanted for pacing and sensing. The patient was in stable condition before, during, and after the procedure.